Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced an issue with the activa rc wireless recharger. The battery indicator was flashing a green light and the recharger could not be charged. A guarantee replacement was provided to resolve the issue. No patient complications have been reported as a result of this event. Additional information was received from the rep who confirmed the recharger was unresponsive and a reset was not performed.